Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infected battery site. Additional information was requested, but had not been received as of the date of this report.